Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent damage occurred. A 24 x 3.00 rebel stent was advanced but failed to cross lesion. It was the noted that the edge of the stent was lifted.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an rebel catheter with stent. The balloon was tightly folded with contrast in the balloon and lumen. There were numerous hypotube kinks. The outer shaft, inner shaft, balloon and tip were microscopically examined. There was no stent damage found. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. A 24 x 3.00 rebel stent was advanced but failed to cross lesion. It was then noted that the edge of the stent was lifted.